Event description:
It was reported that the patient which this right ventricular (rv) lead exhibited out of range shock lead impedance measurements measuring greater than 145 ohms. The boston scientific (bsc) was prepping for the defibrillation threshold (dft) test due to elevated shock impedance. Subsequently this rv lead was surgically abandoned, and a new lead was successfully implanted. This lead remains in service. No additional patient adverse effects were reported.